Event description:
It was reported that the customer was hospitalized due to high blood glucose of 788 mg/dl and diabetic ketoacidosis. The customer was stabilized, and before being released, the insulin pump was put back on the customer. The customer's blood glucose increased to 587 mg/dl, so the hospital removed the insulin pump and put the customer back on the insulin drips. The customer was stable at the time of the phone call and their blood glucose was 94 mg/dl. The nurse assisted in performing troubleshooting for the insulin pump. The drive support disk was recessed, the high pressure test passed, found no air bubbles in the tubing, insulin exited the tubing during priming. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.